Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 201 mg/dl. It was also reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.